Event description:
It was reported that the patient presented remotely via merlin.net. Remote alert of pause was received, review of the electrogram (egm) revealed that the implantable cardiac monitor (icm) exhibited undersensing. No change or intervention was reported. The patient condition was unknown.